Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out it was discovered that the right ventricular (rv) lead had insulation damage and low impedance. It was noted the rv lead had a suture sleeve and medical adhesive around the yolk of the lead. The lead was extracted and replaced. No patient complications have been reported as a result of this event.